Event description:
Approximately 1 year following stent placement, the patient returned for follow up. Repeat coronary angiography with fluorscopy revealed a stent fracture. This patient with an unknown past medical history, underwent cardiac catheterization. Indication for initial procedure is unknown. The target lesion is identification as the proximal right coronary artery (rca); however, no vessel or lesion characteristics are provided. A 7fr/jr4 guiding catheter is placed and a whisper guidewire is used to access teh esion. The lesion is pre-dilated with a 2.5 x 20mm hayate balloon at 12 atms for 10 seconds. A cypher 3.0 x 33mm stent is deployed at 14 atms for 30 seconds. Post-dilatation is conducted with a 3.0 x 20mm hayate balloon at 18 atms for 20 seconds x 2 and again at 8 atms for 15 seconds.